Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection manifested by abdominal pain. The cause was unknown. It was reported the patient presented to the emergency room; however, the patient was not hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes, duration and frequencies were not reported). At the time of this report, the patient outcome was reported as "feeling well". Pd therapy was ongoing. No additional information is available.